Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service 078 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 01-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 20-feb-2018 with the following findings: a review of the black box showed evidence of a call service 078 motor rewind errors. The alarm history showed evidence of a call service 078 motor rewind error on the date of the complaint. The pump powered up with the returned battery cap. The pump was run for 24 hours with the returned battery cap. No reboots, power losses, or call service alarms were duplicated. The pump case was removed to find evidence of moisture contamination throughout the inside of the pump. The call service alarm was not duplicated during the investigation.